Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited difficulty positioning. The lead was flushed out before each attempts on the implant. The guidewire exhibited difficulty inserting and withdrawing from the lead. The lead was not used and replaced successfully. The patient was in stable condition and would continue to be monitored.